Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference>5cm h2o'. Identification of issue has been done by analyzing problem description and service report. The pressure transducer printed circuit board on expiratory side was found defective. The pressure transducer printed circuit board has been replaced to resolve the issue. The device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).